Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: warnings; the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional performed an in-house study on 50 patients to see what affects the success of xen®45 gts treatment. Twelve out of 50 patients did not have the hoped intraocular pressure reduction and therefore underwent further surgical treatment (tw, ahmed, zyclo destruction). These patients now have post-operative problems and the physician insisted that the lack of effect was not related to the xen, but instead due to the patient's history. Physician concluded the patients had used conserved eye drops too long, and therefore their eyes were already too much damaged to reach a sufficient iop reduction with xen®45 gts. Affected eyes unknown.